Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospital's staff reported on the behalf of customer that the insulin pump was under delivering and the customer visited to emergency room as a result of hyperglycemia. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer also had blood glucose level of 377 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer provide symptoms regarding high blood glucose such as nausea and vomiting. Customer stated that auto mode feature was inactive during the high blood glucose event. Customer declined to perform the high pressure test. Customer was advised to change entire set, reservoir and insulin and treat per health care professional's instructions. Based on customer report customer does allege insulin pump was under delivering. The insulin pump and reservoir was not returned for analysis.